Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. Troubleshooting was performed. The customer stated that the insulin pump kept alarming no delivery during basal and bolus. The caller requested having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.